Event description:
It was reported that during implanting procedure, the stylet could not be inserted into the lead. The lead was attempted and not used. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood on the distal electrode. (B)(4).